Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was a pacemaker mediated tachycardia (pmt) episode recorded for this pacemaker during which there were periods where the right ventricular (rv) channel appeared to show loss of capture. Boston scientific technical services (ts) discussed that the episode in question appeared to overlap with the right ventricular automatic threshold (rvat) test, but that the patient could be evaluated further if there was concern regarding loss of capture. It was not reported if there was asystole or how long it may have lasted. At this time, no interventions have been reported. No adverse patient effects were reported. The pacemaker and rv lead remain in service.